Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was found to have high impedance and x-ray images were taken. Ap chest and neck x-rays were received and reviewed. The generator was able to be fully visualized, the connector block appears to be fully inserted, the generator has been placed according to labelling, and the feedthrough wires appeared fully intact. The lead was able to be fully visualized. A strain relief bend and loop were both present and placed per labeling. Two tie downs are present and placed according to labelling. The lead is routed behind the generator. A fracture of the lead is observed on the bottom right of the strain relief bend. Based on the x-ray images provided, the cause of the high impedance would be the lead fracture observed. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The explanted lead was received, and product analysis is underway.

Event description:
Additional information received noting that the patient underwent lead revision surgery. The explanted lead has not been received by product analysis to date.

Event description:
Product analysis was completed on the returned lead.